Event description:
T was reported that the lesion was a heavily calcified stenosis (95%) at the proximal lad. The lesion was predilated and the penta stent was advanced; however, there was difficulty crossing the lesion. The stent delivery system was withdrawn and the stent was found to be dislodged. The cine revealed that the stent was at the proximal lad lesion site. The pt was operated on to remove the stent. Reportedly, the pt's condition was fine.